Event description:
It was reported that during the implant procedure and after the second repositioning, the helix would not extend. The lead was removed and examined showing no tissue on the tip of the lead. With the stylet inserted, the physician tried to extend the screw outside the patient several times. It would take about 25 turns and all of a sudden the helix would 'jumped out". The helix was not smooth during extension and retracting. In addition impedance was about 1500 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. There were no anomalies found however there was blood in/on helix/lobe mechanism noted.

Event description:
After second repositioning, screw didn't extend anymore. He took the lead out, there was no tissue on the tip of the lead. With a stylet inserted he tried to extend the screw outside the patient. It took the physician about 25 turns and all of a sudden the screw 'jumped' out. He tried a few more times, every time the same thing, no smooth extending//retracting was possible anymore. Impedance was about 1500ohms. Patient status ok.